Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The user stated the valve body to the e2010 water reservoir was cracked was leaking. No erroneous results were generated and no operators were harmed. The field service representative determined the cracked valve body was due to the plastic become brittle over time. He replaced the valve body ob the system water bottle and ran qc to verify the analyzer operation. All results were within specification.

Manufacturer narrative:
The investigation determined the leaking valve was due to the chemical composition of the sys-wash solution which stresses the valves. It is recommended to exchange the part every 6 months during technical preventive maintenance.

Event description:
The user stated the valve body to the e2010 water reservoir was cracked and leaking. No erroneous results were generated and no operators were harmed. The field service representative determined the cracked valve body was due to the plastic becoming brittle over time. He replaced the valve body ob the system water bottle and ran qc to verify the analyzer operation. All results were within specification.